Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 827 mg/dl with moderate ketones. Customer was unsure of the cause; possibly due to consuming ¿lots¿ of carbohydrate, or making treatment decision based on inaccurate cgm values (values were not provided). A bolus was delivered to address bg. Customer went to the emergency room and was admitted to the hospital. Intravenous insulin was administered and elevated bg was resolved with no permanent injury. Tandem technical support recommended the customer discuss the event with a healthcare provider.